Event description:
During set up the v60 was reported to have a touchscreen that was not functioning as intended. The issue was confirmed by philips international service personal. Investigation is ongoing,

Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from customer reporting the touch panel on the v60 ventilator did not respond properly. The issue was identified during pre-use setup; the device was reported as not in clinical use. The device was replaced with another v60. No further medical intervention, nor a delay in therapy was reported. There was no harm. A philips remote service engineer (rse) evaluated the issue remotely and confirmed the touch panel failed to respond properly. The customer performed a touch screen calibration. At that time, the panel came not to respond during calibration and the power failed to turn off. A manufacturer's product support engineer (pse) evaluated the device and confirmed a misalignment in the touch position. The issue could not be resolved with calibration, therefore, the touch screen was replaced. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: device evaluation: the removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician confirmed the allegation of touchscreen failure. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. The pil tech reported the touchscreen failed flex print resistance testing and resistance ratio testing, indicating the touch screen functionality is not within acceptable tolerances.